Event description:
The report received from the study indicated that approx 7 months after the index procedure, the pt has chest pain (grade iii) over a 5 day period. The pt was diagnosed with acute coronary syndrome (acs) with rest angina, was negative for myocardial infarction (mi), a normal ECG and elevated troponine. The pt had a single cypher select 2.5x33mm stent implanted in the mid left anterior descending (lad) target lesion in the index procedure. Coronary angiography was done and reported a 90% lesion in the proximal lad, the previously implanted cypher select stent was fractured with an 80% diffuse in-stent restenosis (isr), a 30% circumflex lesion, a 40% proximal right coronary artery (rca) lesion and a 20% restenosis of a previously implanted sonic stent. Four days after the angiogram, the lad was treated by implantation of 2 taxus stents: a 2.75x33 in the mid lad and a 3.0x28mm stent in the proximal lad. The pt was reported to have had a good evolution and was discharged 2 days after the re-intervention.

Manufacturer narrative:
The indication for the elective index procedure was a previous q-wave myocardial infarction greater than 7 days prior to the procedure (mi > 7 days). The pt was found to have single-vessel disease and has one-lesion treated during the procedure and had a left ventricular ejection fraction estimated to be between 30-50% (lvef 30-50%). The target lesion was the mid lad. The lesion was reported to be: 2.5mm vessel diameter, 25mm length, a 90% stenosis, de novo, irregular, a moderately tortuous proximal segment, concentric, moderately calcified, absent of thrombus, and type c. The lesion was not pre-dilated. A cypher select 2.5x33mm stent was implanted at 10 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow-pre-procedure was timi 0 and post-procedure timi 3. The pt was discharged 3 days after the procedure. There were no reported adverse events (ae's) or product deviations. The pt's discharge medical regimen included: aspirin 200 mg/day permanently, clopidogrel 75 mg/day for 12 months, statins, ace inhibitor, and beta-blocker therapy. Follow-up phone contacts at the one and 6 month time periods noted the pt was asymptomatic and continuing her medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.